Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Fse suspected that the issue with bios battery or host pc. The fse replaced the bios battery. After which, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not turn on. There is an orange light on all of the monitors, green on module but nothing happening when trying to switch on. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc bios battery. The fse replaced the battery and returned the system to use in good working order.